Event description:
Patient reported her handset was not working well. Lot number and expiration unknown. Unknown if patient experienced adverse event. Unknown if patient has device on hand for return to the manufacturer. Solicited call. No additional information. Reported to (B)(6) by pt/caregiver.